Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a check of the device prior to a procedure, error code e224 (camera head communication error) was displayed on the subject device. The device was not used for the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): [5.3 connection of a camera head]: ¿make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Connect the video connector all the way into the video connector socket. An improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the camera head is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the video connector socket of the camera control unit. Otherwise, the camera control unit may malfunction. Before connecting or disconnecting the camera head, be sure to turn off the camera control unit. Otherwise, the image sensor may be destroyed, and the image may not be displayed. Do not apply excessive force to the camera head by bending, stretching, or crushing it. Also, do not pull the camera head, as this may cause internal wire disconnection.¿ olympus will continue to monitor field performance for this device.